Event description:
Procedure type: hernia. According to the reporter: an endo universal stapler was used during the peritoneum closure in a laparoscopic tapp hernia repair. The stapler failed to adjoin the two edges of peritoneum. This left two staples exposed to the bowel. The surgeon overlapped the bottom layer peritoneum over the top of the exposed staples and using the same stapler, stapled the peritoneum together successfully and the procedure was completed. The pt suffered intestinal injury following this operation.

Manufacturer narrative:
(B)(4).